Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the delivery issue has been completed. The root cause of the delivery issue was patient condition related, because the patient's vessels were severely calcified and had peripheral artery disease. Impella cp with smart assist system instructions for use for the related event are as follows: this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during impella placement that resistance was met at the aortic bifurcation. The physician unsuccessfully attempted to advance using a dilater. The impella placement was aborted due to the patient¿s anatomy as the physician was unable to advance the impella for placement. There was no patient harm reported.